Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the sheath was kinked and there was guidewire entanglement in the floppy section of the wire. Additionally, the imaging window was twisted with a torn section, and there was no damage observed on the distal tip or guidewire exit port assembly. A test guidewire was inserted, and no indication of resistance in tracking the guidewire into the catheter was noted. Impedance testing showed an electrical open at the proximal end of the catheter 90-100 cm from the distal housing. Media returned by the customer was inspected and showed an image with a brightness change. Based on the evidence, the catheter difficult to cross lesion as reported code is confirmed.

Event description:
Reportable based on device analysis completed on 23 apr 2024. It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but the catheter could not cross the lesion. The procedure was completed with another of the same device. There were no reported patient complications. However, device analysis revealed that the imaging window was twisted.